Manufacturer narrative:
(B)(4).the complaint was confirmed. The cause of the system error 2240 was use error. There was no reported device malfunction therefore no further investigation will be performed.there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.

Event description:
It was reported that a system error (se) 2240 alarm occurred on the homechoice (hc) during use, during dwell 3 of 4; the home patient (hp) was connected. The hp forgot to close the 2nd spare supply bag clamp causing the se 2240 alarm. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the hp would complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information was available.